Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. Date of event: unknown, not provided if implanted; give date: unknown/not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. Phone number: (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. There was no deviation and/or discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specification. A search in complaint system revealed that no additional complaint was received from this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a white powdery substance adhered to the back of the intraocular lens (iol), model pcb00v 18.0 diopter after the iol was implanted in the eye. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.